Event description:
The customer reported to olympus that the bronchovideoscope was being inspected prior to procedure and a leak was found at the cylinder. The next diagnostic procedure was completed with a similar device. The device was returned to olympus for evaluation. During evaluation, the device relayed no image, gave error 315 and the connector cover showed burns. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During functional testing, the no image problem was determined caused by corrosion on the scope connector. Error code 315 was determined caused by a damaged charge coupled device. The reported issue (failed leak testing) was confirmed: the channel tube was not water tight due to damage at this area. Additional functional testing showed the device suction volume did not meet with specifications due to damage at the channel tube. Visual examination found that the universal cord and hand grip were sticky and the light guide lens was stained. The scope connector, scope connector unit and substrate unit in the scope connector were contaminated by water leakage. The control unit and forceps channel port were both corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Corrected d8 of the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that conduction failure due to water invasion of the device caused the error to occur. However, a definitive root cause could not be determined. As for the burned connector cover, it is likely that high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1"troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.